Event description:
There was an allegation of questionable elecsys anti-tshr immunoassay results from 7 patients on a cobas e 801 module. The customer reported that there is a result discrepancy between 2 reagent lots. On (B)(6) 2022, sample 1's result from lot 566091 was 2.5 iu/l. The result from lot 62838001 was 1.4 iu/l. The second result from lot 62838001 after re-calibration was 1.7 iu/l. On (B)(6) 2022, sample 2's result from lot 566091 was 2.6 iu/l. The result from lot 62838001 was 1.5 iu/l. The second result from lot 62838001 after re-calibration was 1.6 iu/l. On (B)(6) 2022, sample 3's result from lot 566091 was 2.3 iu/l. The result from lot 62838001 was 1.6 iu/l. On (B)(6) 2022, sample 4's result from lot 566091 was 2.2 iu/l. The result from lot 62838001 was 1.5 iu/l. On (B)(6) 2022, sample 5's result from lot 566091 was 2.3 iu/l. The result from lot 62838001 was 1.6 iu/l. On (B)(6) 2022, sample 6's result from lot 566091 was 2.5 iu/l. The result from lot 62838001 was 1.8 iu/l. On (B)(6) 2022, sample 18's result from lot 566091 was 2.27 iu/l. The first result from lot 62838001 was 1.5 iu/l and the second result was 2.03 iu/l. No questionable results were reported outside of the laboratory. It is unknown which results were deemed correct. The expiration date for reagent lot 566091 was requested but not provided. The analyzer serial number was requested but not provided.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The investigation determined that the complained reagents' lot numbers had acceptable recovery using qc and native patient samples. The investigation did not identify a product problem.